Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, not performing an x-ray immediately after the implant procedure to confirm device placement, and implanting a damaged neurostimulator have been ruled out. Additionally, severe force being applied to the implant, excessive twisting or stretching, the patient having contraindicating conditions, and the patient picking or touching the wound have been ruled out. Other potential causes of erosion include: inadequate fixation and improper surgical technique. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of erosion is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion of the neurostimulator. Antibiotics were prescribed and as of (B)(6) 2026, the infection has cleared. An explant procedure is scheduled for (B)(6) 2026. No further information is available at this time.